Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one sample was provided to our quality team for investigation. During inspection simulated leakage test performed and confirmed the reported failure mode (leakage/ mating issue). A review of the internal manufacturing device record and raw material history files for the reported lot number 0001417243 was performed, no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, the root cause of this incident is manufacturing related. A corrective action project was opened to further investigate these defects. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Material no.: 4301c; batch no.: 0001417243. It was reported that during lumbar puncture, a leak was noticed. Verbatim: this r-sbar is being submitted as an informational tool regarding an unusual occurrences: situation :member received inaccurate opening and closing pressure during her lumbar puncture due to a faulty lot of manometers and or stopcocks in our lumbar puncture trays. B: background: during the member's lumbar puncture while obtaining opening pressures dr. (B)(6) and I noticed a leak of csf fluid between the manometer and stopcock. I opened a new tray and dr.(B)(6) exchanged the old stopcock for the new one, but there was still a leak. He then proceeded to exchange the manometer and we found there was still a leak. A: assessment: carefusion adult lumbar puncture trays cat. 4301c; lot no: 0001417243; contain faulty manometers and or faulty stopcocks. R: recommendation/request: per the ordering neurologist the member will need another lumbar puncture to obtain accurate opening and closing pressures.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 4301c batch no.: 0001417243. It was reported that during lumbar puncture, a leak was noticed. Verbatim: this r-sbar is being submitted as an informational tool regarding an unusual occurrences: situation :member received inaccurate opening and closing pressure during her lumbar puncture due to a faulty lot of manometers and or stopcocks in our lumbar puncture trays. Background: during the member's lumbar puncture while obtaining opening pressures dr. (B)(6) and I noticed a leak of csf fluid between the manometer and stopcock. I opened a new tray and dr.(B)(6) exchanged the old stopcock for the new one, but there was still a leak. He then proceeded to exchange the manometer and we found there was still a leak. Assessment: carefusion adult lumbar puncture trays cat. 4301c lot no: 0001417243 contain faulty manometers and or faulty stopcocks. Recommendation/request: per the ordering neurologist the member will need another lumbar puncture to obtain accurate opening and closing pressures.